Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. For cracked / broken spikes. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.

Event description:
Baxter reported an incident in which the spike of the home patient¿s uv-flash transfer set broke during set-up. The dialysis nurse replaced the transfer set and dialysis solution, and subsequently adminsistered prophylactic antibiotics (product unknown) intraperitoneally. The patient was not hospitalized and has not shown symptoms of peritonitis. No patient injury or further medical intervention was associated with this incident.